Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient was at an MRI facility and she was trying to put her ins in MRI mode but her programmer is showing the ins battery is empty (B)(6) 2018. It was reviewed that patient needs to charge their implantable neuro stimulator (ins) in order to put it in MRI mode. Patient stated that her ins battery was depleted but stated she is feeling stimulation (B)(6) 2018. It was reviewed that if ins battery is depleted then stimulation would not be firing. Patient stated she could feel stimulation during the call. No further patient symptoms or complications were reported in this event.